Event description:
On (B)(6) 2006, this patient was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2009, follow-up imaging showed the aneurysm to measure 4.7 cm with evidence of a type ii endoleak from a lumbar artery. On (B)(6) 2010, follow-up imaging showed the aneurysm to measure 5.1 cm. In (B)(6) 2010 (date unknown), coil embolization and relining of the gore excluder aaa endoprosthesis was performed to treat the type ii endoleak and aneurysm growth. On (B)(6) 2010, follow-up imaging showed a type ii endoleak with the aneurysm measuring 6.3 cm. On (B)(6) 2011, follow-up imaging showed a type ii endoleak with the aneurysm measuring 6.3 cm. On (B)(6) 2011, follow-up imaging showed a type ii endoleak with the aneurysm measuring 7.5 cm and the right common iliac artery measuring 3.2 cm. On (B)(6) 2011, follow-up imaging showed the aneurysm size to be stable with aneurysm dilatation of the right common iliac artery to 3.8 cm. On (B)(6) 2012, an additional procedure occurred whereby the gore excluder aaa endoprostheses were explanted due to the persistent aneurysm growth and type ii endoleak. The devices were explanted with no issue, and a bifurcated graft was implanted. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc181000/04073660.